Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a loose connection during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two of four in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting it was found that there was a loose connection in the set up. The technical service representative assisted the registered nurse with ending the therapy. The registered nurse closed the clamps and disconnected the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.